Event description:
It was reported that during an unknown procedure, the clip slipped out during reloading. There was no consequence to the patient.

Manufacturer narrative:
H6 information anticipated, but unavailable at this time.